Manufacturer narrative:
Unk-p-ipp, reservoir.

Event description:
It was reported that patient underwent a revision of his inflatable penile prosthesis (ipp) due to unknown reasons. Pump and reservoir explanted and replaced. No adverse patient effects.